Manufacturer narrative:
According the cas, the pt was stable at the end of the procedure and was kept under observation for a couple days and then released thereafter. No further information is available from the facility. The customer disposed of the catheter so no analysis can be performed. (B)(4).

Event description:
It was reported that while ablating the right side pulmonary veins in an afib ablation procedure, the physician noticed a drop in blood pressure. They verified a pericardial effusion with intracardiac ultrasound. At this point, the physician pulled the navistar and transseptal sheath from the left atrium into the right atrium and aborted the ablation. They stopped heparin and administered protamine and dopamine. Pericardiocentesis was performed and the patient's blood pressure stabilized to 120/60's.